Manufacturer narrative:
The patient was reported to be sensitive to low levels of stimulation at the time of implant, however the lack of therapy and increased discomfort were not reported until approximately 4 months after implant. The implanting physician declined to perform imaging to rule out any type of component migration. There are no reports of any specific events leading to the symptoms reported. The explanted components were not retained for return to the firm and thus unavailable for further testing. The information available is insufficient to identify a cause for the symptoms.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat knee pain. On (B)(6) 2025, the patient reported reduction in pain relief as well as discomfort at the location of the leads. Between on (B)(6) 2025 the patient was seen by several nalu representatives to reprogram the system to improve therapy. The patient continued to report inadequate pain relief and noted increased discomfort when the system was turned on. Troubleshooting was unable to improve therapy and on (B)(6) 2025 a full system explant was performed at the patient's request.